Event description:
Info rec'd indicates fluid is leaking from both gas springs and the head section will not stay down.

Manufacturer narrative:
The tech replaced the gas springs to repair the stretcher.